Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that an mx800 monitor fell off its gcx mount. No pt harm was reported.